Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. (B)(4). Device broke intra-operatively. It is unknown if the device was removed and replaced or fixed with the use of a wire. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 16, 2015 - expiry date: october 31, 2020. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2016. As the surgeon was tightening the third zipfix, the very first one broke open. It is unknown if that zipfix was replaced or if a wire was used. The procedure was completed successfully with no reported delays or patient harm. This report is 1 of 1 for (B)(4).